Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.product event summary: the full lead was returned, analyzed and lead insulation breach at the first rib/clavicle was found. It was noted that there was blood on the lead conductor (not obstructed) and the distal end/electrode was covered with body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that the lead had increased threshold values over time, but now showed high threshold values. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.